Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 18.5 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2018. Post-operatively on (B)(6) 2018, the patient complained of cloudy/hazy vision in the left eye. Also, his visual acuity 20/20 (distance corrected) and j6 (near distance) and the auto refraction was -1.00 x +0.75 x 149. The patient also complained of halos and headlights looking like starbursts in regards to distance vision when driving. Post-operatively on (B)(6) 2018, the patient complained of up close blurry vision. Their visual acuity was 20/20 in the left eye, the prescription given was +2.50, and the auto refraction was -0.25 x +0.50 x 156. It was later explanted on (B)(6) 2018 and replaced with a zxt225 21.5 diopter lens. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.